Manufacturer narrative:
The insulin pump passed displacement test. Sleep current measurement and active current measurement within specifications. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded v lith) as shown on the power management graph and confirmed power error, low battery alarm and power loss alarm due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The pump was received with cracked retainer, minor scratched display window and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had alarm occurred less than 10 hours from low battery. The blood glucose at the time of the incident was 6.9 mmol/l. The device will be returned for analysis.